Manufacturer narrative:
This information was inadvertently left off of initial MFR. Report.(B)(4).

Event description:
Clinic notes on (B)(6) 2013 indicate that the patient had an emergency room visit due to seizures.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Operative notes dated (B)(6) 2013 indicated that the patient underwent generator and lead replacement due to high impedance and a change in seizures. It was noted that the patient's seizures are usually focal and have not become more generalized. The generator was returned for analysis on (B)(6) 2013. Analysis of the generator was completed on (B)(6) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Attempts to obtain additional information have been unsuccessful to date.